Event description:
On (B)(6) 2024, nurse assist received a phonecall from (B)(6). Description of call: stating that she had a wound on her foot and used our product. When she received our product, jennifer noticed the leaking bottle inside of her kit; however, she still used the leaking bottle on her wound. Jennifer states that the product did not help and that the wound got worse to the point where she almost lost her left foot. No lot number was provided and the bottles have been discarded already.

Manufacturer narrative:
Conducted several attempts to reach out to the customer in order to obtain more information of the adverse event; however, no response came back from the customer.